Manufacturer narrative:
(B)(6). Patient country: argentina.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, patient faced infusion set fell off event during shower . No further information available.